Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 439 mg/dl. The customer was treated with manual injection. Customer's other blood glucose value was 422 mg/dl, 427 mg/dl and 432 mg/dl. Troubleshooting was performed. Customer was neither in emergency room nor admitted into hospital and based on customer report customer alleged insulin pump was under delivering. Customer stated that insulin pump had insulin flow block alarm. Auto mode feature was not active at time of high blood glucose event. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump will be returned for analysis.